Event description:
A malfunction alarm was reported, identified by the code ¿malf 0,¿ which required a reset. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support assisted the customer in resetting the pump and provided guidance for future actions. The malfunction did not recur after the reset, allowing the customer to continue using the pump with instructions to report any future incidents.